Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022- (B)(6), 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (b)(t6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 06-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bd pyxis¿ medstation¿ es dispense transaction from pyxis taking too long to post to emar. The technical support specialist confirmed that found that message-polling setting was met thus the reported delay was not considered a delay. And also founded the ka customer wanted to change their change management. Customer gave permission to close the case hence closed the case. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es dispense transaction from pyxis taking too long to post to emar. According to the customer report, this had been identified as a patient safety concern because nurses had been administering medications without scanning them. This occurred when the medications had failed to populate the patient's emar in a timely manner, which had prevented proper verification and documentation during administration. There were no adverse events or injuries reported based on this incident.